Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation breached; partial lead returned in segments. (B) (4) outer insulation breached; full lead returned in segments. (B) (4) no anomalies found; full lead returned.

Event description:
It was reported the patient had spells of feeling lightheaded, with near syncope. She had a history of vasovagal episodes. During a tilt table test, inhibition of pacing was seen. Device reprogramming was done, due to a suspicion of crosstalk, but the symptoms recurred. Pauses were noted when a holter monitor was used. The rv (model 5024m) and atrial (model 4076) leads were explanted and replaced, and the previously capped atrial lead (model 5076) was also explanted, due to the suspicion of crosstalk. At the time of lead extraction, noise was noted when the rv lead was tested through an analyzer. No further patient complications were reported as a result of this event.